Manufacturer narrative:
Information from the initial medwatch report indicated that physio-control was unable to verify the reported lockup condition. During additional testing, the reported lockup condition was verified on one occasion. It was concluded that the reported issue is likely related to an ongoing investigation where the device has the potential to lock up for approximately 20 seconds if a code-summary¿ report is printed while charging the defibrillator and the device is powered with lithium-ion batteries. The code-summary report feature is intended for post event data review; however, this customer has indicated that it has been their practice to print code-summary reports periodically during patient events. Physio-control will provide feedback to the customer regarding this particular protocol and advise them to not print code-summary reports while charging the defibrillator.

Manufacturer narrative:
Additional details of the event and the patient have been provided.

Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio downloaded the electronic patient record from the patient event and observed many "charge complete" and "charge removed" events throughout the record; however, the record will not indicate how or why the charge was removed, only that it was done. There was also no indication in the electronic patient record that the patient was defibrillated during the event. Physio-control has made numerous attempts, both via phone and in writing, to contact the customer and get clarification and/or additional information about the event and about the patient. None of those attempts have been successful and no response from the customer appears to be forthcoming. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not defibrillate when the shock button was pressed. The customer stated that each time the shock button was pressed the device dumped the energy rather than deliver it. The customer further advised that when the device finally did defibrillate it only provided 312 joules when 360 joules were selected. There was patient use associated with the reported event, however no further details about the patient or the event were provided.

Manufacturer narrative:
(B)(4). The customer provided the following clarification and additional information to physio-control. The customer advised that they were dispatched to provide care to an elderly male who was in cardiac arrest. The ems unit arrived approximately 8 minutes after the patient was found. Bystander CPR was performed until ems arrived. Upon arrival, the ems crew attached their device, along with physio brand quik-combo¿ pacing/defibrillation/ECG electrodes, to the patient and proceeded to monitor his vitals. During this time, the paramedic using the device observed that the display went blank twice for approximately 3 seconds after the code-summary button was pressed. This did not affect patient care at the time as the paramedic was able to continue to monitor the patient. After the fourth rhythm check, however, the paramedic observed that the patient¿s heart rhythm had deteriorated to ventricular fibrillation. The paramedic then charged the device to 360 joules, but when he pressed the shock button the device did not deliver energy. The paramedic pressed the shock button numerous times but the device would not defibrillate. Additionally, the paramedic was unable to get the device to dump the energy that it had stored. After approximately 15 seconds of pressing various buttons, the device dumped the charge and the display read ¿312 joules disarmed.¿ CPR had been continued throughout the event. A backup device was on scene and used to continue patient care. The customer was unable to determine how long the delay in care was. The patient was transferred to a hospital emergency room where he was initially revived. The patient was then placed in the hospital¿s intensive care unit (ICU) where he later expired. The customer further advised that the device never defibrillated, as previously reported.

Event description:
Additional details provided by the customer - the arrest was unwitnessed. Upon arrival the patient was diagnosed as unconscious, cyanotic with an ECG rhythm of asystole. The patient had a pulse when delivered to the ER.